Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following successful the implant of this 29 mm transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted stretching from right coronary cusp (rcc) to lcc. A balloon aortic valvuloplasty (bav) was performed and eliminated the pvl. Immediately following the bav, a pericardial effusion was reported which was thought to be caused by an annular rupture during the bav. Subsequently the blood pressure dropped and reanimation was initiated. A viable blood pressure was maintained by repeatedly reducing the pressure within the epicardial sac through blood extraction with a syringe. Throughout the day, the patient was conscious and the effusion was stabilized and stopped. Throughout the course of the night, the patient deteriorated and expired.